Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial fold with juvéderm vollure¿ xc. The patient experienced vascular occlusion along the injection site at the end of the injection process. The injector observed blanching of the skin and impending darkening of the surrounding tissue. The injector immediately stopped the injection and applied nitropaste and hyaluronidase to the injected area. Normal coloration of skin returned shortly after application of hyaluronidase. The patient was also given an aspirin tablet. "The patient was observed 3 days later with mottled skin color and swelling in the treated area with one area of skin crusting, but generally considered greatly improved from time of occlusion." The symptoms have not resolved.